Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-mar-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was being moved/relocated but the rep did not know if this was elective or a pocket issue. It was also reported that there was scar tissue around the lead, behind the ins. The rep inquired whether to use cautery to remove the scar tissue around the lead and currently the physician was using a scalpel; it was reviewed that using cautery could damage the lead. Additional information was received from the rep. It was reported that the ins battery was implanted where the patient's belt line was and it was uncomfortable for the patient. The healthcare professional removed the scar tissue and the ins was moved; the rep said nothing was explanted and no cautery was used. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.